Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-22: client is testing with expired test strips. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer's expected fasting blood glucose test result is 136 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/30/2020 and test strips were opened in january/february 2019; test strips are expired at time of call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: t) internal report#: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Correction: conclusion code from 67 to 192 and the mlc from 22 to 12 to reflect the product expired.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer's expected fasting blood glucose test result is 136 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/30/2020 and test strips were opened in january/february 2019; test strips are expired at time of call. The meter memory was reviewed for previous test result history: result 1: hi display, on (B)(6) 2019 fasting, result 2: hi display, on (B)(6) 2019 fasting, result 3: 377 mg/dl, on (B)(6) 2019 fasting, result 4: 209 mg/dl, on (B)(6) 2019 fasting. Result 5: n/a.